Event description:
As reported to coloplast though not verified, pt was implanted with iris mesh. Later the pt experienced urinary tract infections with hematuria, urethra tenderness with urinary stress incontinence, mesh erosion, incision pain and drainage, urinary urgency, nocturia, a narrowing opening, moderate cystocele, bladder, pelvic pain and hypogastric in organ. A removal of the eroded mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.